Event description:
It was reported the customer experienced low blood glucose. The customer's blood glucose declined to 34 mg/dl. The customer treated their low blood glucose with food. Customer declined to be transferred to the helpline. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.